Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 424 mg/dl. Customer declined to troubleshoot for high blood glucose level. The customer treated their high blood glucose levels with insulin pump. Customer also reported that insulin pump got insulin flow block alarm. The insulin pump will not be returned for analysis.